Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: apr 15, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a proximal tibia fracture on (B)(6) 2017 the tip of the locking compression plate drill sleeve broke when the surgeon applied it to the plate. The broken fragments were easily removed. Additional medical intervention was not required. There was a surgical delay of one (1) minute due to the reported event. Information regarding the surgical and patient outcome is not available for reporting. Concomitant device: 1x unk plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The drill sleeve was received with a broken off portion from the threaded tip; the broken off portion was also returned. The outside diameter of the sleeve and the bore inside diameter were measured and found to meet the specifications per relevant drawing. The manufacturing documents were reviewed and no complaint related issues were found. The correct material stainless steel was used; the hardness was within the specification. The relevant dimensions did pass the 100% final inspection at the end of the manufacturing process. No manufacturing related issues that would have contributed to this complaint were found. The exact root cause of this event cannot be determined but the most probable reason is mechanical overloading. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.